Event description:
The customer alleged that he heard a "pop" and saw a small amount of smoke come from the cobas integra 400 plus. He stated that the instrument and the ups were powered down and unplugged and that the doors were opened. He stated that the smoke dissipated in about a second. He stated that no one was harmed during the event. He also said that there was an alarm on the instrument just before the event, but that the screen went blank too quickly for the alarm message to be read. The field service representative stated that the main power supply in the instrument went bad. The power supply was replaced and performance tests were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.